Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose levels over 400 mg/dl. The customer stated that she had a sinus infection at the time, which may have contributed to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer declined to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report numbers 2032227-2011-00137 and 3004209178-2011-80110.